Manufacturer narrative:
The returned tube was examined. The legs were found flared open and the distal tips had some minor material deformation, which may be attributed to repetitive use. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004485144-2016-00400.

Event description:
It was reported that the end of the instrument was broken during surgery. The procedure was completed using alternative instruments. There were no reports of patient injury associated with this event. This is report two of two for this event.